Manufacturer narrative:
Patient data was requested but has not been provided by the user facility.

Event description:
It was reported that a patient had a presumed vtach event and the monitor did not alarm. The monitor did record pvc and pause events, but not vtach. The user did not state that there was any treatment required or that treatment was delayed. Confirmation was received, the patient did not require any treatment for this episode. The hospital requested a log review. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.